Event description:
The patient reported she had 6 insulin sets partially separated near the luer lock in the last 6 months. She stated that she noticed 5 of the separations while at work during random checks of her insulin infusion device. She checked the last one, which she noticed while at a relative's home, because she felt fatigued. The patient stated she had a blood glucose reading or 400 mg/dl with her normal reading being 145 mg/dl. She stated to correct it, she changed her infusion set and took insulin injections. She said she went to lie down, and later her husband was not able to wake her. She stated he took her blood glucose reading and it was 27 mg/dl which he corrected by giving her orange juice. She said she does not know how much time passed between the high and low reading nor how long she was unconscious. The patient only knew the lot numbers for 4 of the sets. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.